Event description:
According to the complaint, the abl90 flex gave a false low k result when measuring on a patient with poorly regulated diabetes. The false low measurement was not noticed until hours later where k was significantly higher. This caused ECG changes and acute care from ICU with k lowering treatment. Qc's relevant for the time frame was inspected by the lab and was ok. Several parameters on the patient result (including a very low thb) indicated that blood was drawn from a catheter used for infusion, but the care givers only acted on k. A report to the authorities was created, but was rejected by lab with the conclusion that this was not a device error but a human error (sampling).

Manufacturer narrative:
The investigation did not indicate any malfunction of the device. The data logs provided did not contain the mentioned erroneous measurements. According to the complaint, the lab at the hospital assessed it to be a human error (sampling). It is not clear if the date of event is on (B)(6) 2021 as stated in the incident report from the customer or on (B)(6) 2021 which is stated in the complaint.